Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device powered off when the charge button was depressed. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.